Event description:
It was reported that the wake button was extremely difficulty to press, often needing multiple presses for the screen to turn on. There was no reported adverse impact to the customer's blood glucose level. Customer continued to use current pump for insulin therapy.